Event description:
Literature: walker hc, watts rl, guthrie s, wang d, guthrie bl. Bilateral effects of unilateral subthalamic deep brain stimulation on parkinson's disease at 1 year. Neurosurg. 2009; 65(2) :302-9. Summary: this article presents a prospective study that investigated the effects of unilateral stn dbs on motor function in 37 patients with moderate to advanced idiopathic parkinson's disease. The objective of the study was to quantify the benefit of unilateral dbs on contralateral, ipsilateral, and axial symptoms of advanced parkinson's disease. The patients were evaluated "off" medication preoperatively (baseline), and then at 3, 6, and 12 months postoperatively. Reported event: one patient developed depression with transient suicidality seven months after dbs implant. The symptoms resolved with a combination of pharmacotherapy and deactivation of the stimulator during sleep. Reference literature article to MFR report# 2182207200905822.